Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm. At the time of implant, the aneurysm and vessel morphology were not reported. Three years later, it was reported there was migration present assuming the stent graft was implanted just below the renal arteries. The aortic neck is conical in shape and it is angulated. Its diameter is 22mm just below the renals and quickly increases to 26 mm, 5 to 10 mm down. The aneurysm is 6 cm in diameter and there were bilateral iliac aneurysms present. The right measured up to 2.4 cm and the left measured 2.2 cm. It was reported the aortic neck is not ideal for endovascular repair; however, it may be treatable with a 28 mm aneurx aortic cuff or a 30/32 cook cuff at a later date. No additional clinical sequelae were reported.